Manufacturer narrative:
The insulin pump was returned with cracked and bleeding lcd display, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen went black after he tripped with his dog and fell down the stairs. Blood glucose value is unknown. The customer stated that he was unable to perform the self-test as the display was black and the screen remained black after stabilizing the device at room temperature. The device was replaced and returned for analysis.